Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) suspected this was a spring contact issue. Ts discussed bringing in the patient to perform further testing. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) suspected this was a spring contact issue. Ts discussed bringing in the patient to perform further testing. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. Additional information was received. The patient was brought in for testing. The rv lead diagnostics were stable and were within normal limits. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) suspected this was a spring contact issue. Ts discussed bringing in the patient to perform further testing. This rv lead remains in service. No adverse patient effects were reported.